Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 2000 at a retail vendor. The consumer sought medical treatment 5 days later for redness and swelling at the piercing site. Pt was admitted to hosp and administered IV antibiotics and incision and drainage was done. The consumer was discharged 3 dyas later and was prescribed oral antibiotics.